Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during an attempted insulin prime. During troubleshooting the infusion set appeared to be functioning as designed; it was advised that a hardened site, or one with blood or scare tissue, could have been the cause. Also reported that the customer's insulin pump had multiple motor error alarms, with no significant events occurring beforehand. Customer was assisted in clearing the alarms. No further information was provided, no blood glucose values.